Manufacturer narrative:
Investigation on-site has been performed by our field service engineer. He noticed black marks on the tip of the fuses. The mains inlet had black marks inside as well. The fuses and the mains inlet were replaced. The compressor was returned to service after successful function and safety check. It could not be confirmed when the last preventive maintenances and cleaning of the mains inlet and the fuses were done. The fuses or the mains inlet has not been investigated further, but earlier investigations of similar complaints, determine that the cause of a damaged fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used for cleaning the device (by spraying) causing corrosion and as a second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and decrease the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
(B)(4).

Event description:
It was reported that the compressor mini stopped working during patient ventilation. There was no patient harm reported. (B)(4).